Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw skin that was bleeding underneath the vibration box. Skin was open and sore. The patient's physician advised the patient to remove the device. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.